Event description:
A coupling problem was reported. The patient used to be able to get 8 bars and now can only occasionally get 2 bars. The internal battery would only charge to 50% which was confirmed by going to the patient¿s health care provider (hcp). It was recommended to the patient to get a new recharger. This trouble started in (B)(6) 2013. It was later reported that there was a coupling problem. Patient was getting good coupling after implant, was getting almost all boxes full. The patient was now charging 18 hours a day and usually was not getting any coupling bars. The issue was first noticed in (B)(6) 2013 and had gotten worse with time. In (B)(6) 2014, a new recharger was received. Patient was getting 2 coupling bars in (B)(6) 2014 and was still sometimes able to get 2 bars now. It was noted that it was hard to palpate the implantable neurostimulator (ins) because it had migrated down into the chest. The ins had migrated deeper into the chest over time. It was noted that the ins was close to the areola. Antenna locate feature numbers were 34-44-40. There were no falls or traumas. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 3389s-40, lot# va09xk9, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va09wn5, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. Product ID 3389s-40, lot# va09xk9, implanted: (B)(6) 2013, product type: lead. Product ID 3389s-40, lot# va09wn5, implanted: (B)(6) 2013, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information received reported device flip was confirmed by x-ray. It was noted that they were in the process of setting a date for intervention. Patient was receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. Product ID 3389s-40, lot# va09xk9, implanted: (B)(6) 2013, product type: lead. Product ID 3389s-40, lot# va09wn5, implanted: (B)(6) 2013, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension.

Event description:
Additional information received reported the patient's healthcare professional was able to flip the implantable neurostimulator (ins) back to the correct position without surgical intervention. The patient was doing very well and was able to charge to 100 percent quickly.